Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be transsected down the center of the c-ring. No other visual defects were observed. Based on the non-return as of yet of the device and the photographic evaluation was conducted, the reported failure "break- c-ring" was confirmed. The lot # 3000412961 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated fields: a2, a3, a4, b4, b5, d10, e1, g3, g6, h2, h11.

Event description:
The hospital reported that during a procedure using vasoview hemopro 2, more or less when half of the vein was isolated and harvested the c-ring broke. Per the photo, it shows the c-ring broken in half. The c-ring and the harvesting instrument advanced in the endoscopic view during initial insertion and the c-ring retracted in the cannula. The c-ring was not touched or clamped with the jaws of the cutting instrument during the harvesting procedure. No device components (metal/silicone) detached in the harvesting tunnel/inside the patient. The planned surgical procedure (endoscopic vessel harvesting) was not modified due to the reported device failure. The surgeon changed the device with another one and finished the procedure, no harm to the patient. Procedure completed without delays.

Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a procedure using vasoview hemopro 2, more or less when half of the vein was isolated and harvested the c-ring broke. Per the photo, it shows the c-ring broken in half. The surgeon changed the device with another one and finished the procedure, no harm to the patient. Procedure was completed without delays.